Event description:
Reportedly, a reset occurred on the subject ICD between two follow-ups. Proper device operation was confirmed, but the reporter requested an explanation for the reset. Preliminary analysis of the files received revealed that follow-ups have been performed on (B)(6) 2013 and on (B)(6) 2014. Logfile dated (B)(4) 2014 suggests that the ICD reset occurred on (B)(6) 2013 at 10:39.

Event description:
Reportedly, a reset occurred on the subject ICD between two follow-ups. Proper device operation was confirmed, but the reporter requested an explanation for the reset. Preliminary analysis of the files received revealed that follow-ups have been performed on (B)(6) 2013 and on (B)(6) 2014. Logfile dated (B)(6) 2014 suggests that the ICD reset occurred on (B)(6) 2013 at 10:39.